Event description:
It was reported that the patient was experiencing loss of therapy due to paddle lead high impedances. It was noted that reprogramming recaptured and was successful. The patient underwent a system replacement procedure and was doing well postoperatively. The explanted device components will not be returned.